Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the urologist used the device during surgery and the operating room staff told us the device was being activated (they heard the tone) without touching the max or minus button. Which tone (so which button) is not clear. We asked if maybe a button was touched by accident but that was not the case. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2017. Batch # p91l6j. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿the device was being activated (they heard the tone) without touching the max or minus button. Which tone (so which button) is not clear¿. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.